Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. The sample was returned with two loose clips that were fired by (B)(4) during their initial investigation. Reference files (B)(4) for investigation photos and (B)(4) investigation for (B)(4) investigation results. (B)(4) performed an initial investigation on the sample and found that both clips fired were unable to properly load. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to properly load into the jaws as it fell out of the device before loading into the jaws. This was repeated multiple times with the same result. None of the remaining clips loaded properly. The sample was disassembled to look at the internal components. Upon disassembly, it was found that the bottom jaw had bent jaw legs. The damages found to the device could other remarks: all contribute to clips not being able to properly load into the jaws. The sample was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One device was returned. The device was found to have broken internal ratchet ears and the jaw legs of the bottom jaw were bent which could both affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that these types of damages were present at the time of manufacturing. The device was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. Upon functional inspection, the clips fell out of the device before they loaded into the jaws. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that the clips could not be loaded into the applier properly. Two clips came out from the device at one time or sometimes clips did not come out. Therefore another applier was used. No clips fell into the patient and there was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1700518 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips could not be loaded into the applier properly. Two clips came out from the device at one time or sometimes clips did not come out. Therefore another applier was used. No clips fell into the patient and there was no patient injury.